Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge could not be loaded into the device since the cartridge pan of the cartridge of the 5th firing came off and stuck in the device. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.